Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a frayed grip cable at the distal end. Additionally investigation found damaged conductor wire insulation at the yaw pulley. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on three out of three attempts. There were no signs of thermal damage. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps (fbf) cable was damaged. The customer used a backup fbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed during the procedure.